Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices or photos were received; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI): (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty approximately three years ago. Subsequently, the patient was revised five months ago due to a tibia fracture.